Event description:
The emt called to say that they were transporting the pt to the emergency room because the device was continuously stimulating and was painful. The horseshoe magnet was taped to the device; however, the device was still stimulating. Multiple magnet orientations were used to try and turn the device off; however, the pt kept feeling the stimulation. The pt stayed the night in the hosp and the next morning the magnet was removed from the device and the pt had no further symptoms; the vns was cycling normally.